Manufacturer narrative:
This follow-up report is being submitted to provide the primary unique device identifier (UDI) number, which was not included in the initial report.

Event description:
A 65-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was notified that the patient had developed a small pustule, approximately the size of a pinhead, adjacent to the surgical resection site. On (B)(6) 2025, the patient presented to the neurosurgical department, where the lesion was aspirated by a physician assistant (pa), and topical mupirocin was prescribed. Optune gio therapy was temporarily discontinued for 48 hours and subsequently resumed after the lesion had resolved, although some redness persisted. Multiple attempts were made to contact the prescribing physician, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin infection which required medical intervention cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).